Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated coil in uterus') and device breakage ('it broke leaving fragments') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis") and complication of device removal ("complication of device removal"). The patient was treated with surgery (device removal hysteroscopically in 2012 and abdominal removal of uterus and tubes on (B)(6) 2014). Essure was removed. At the time of the report, the device dislocation, device breakage, adenomyosis and complication of device removal outcome was unknown. The reporter considered adenomyosis, complication of device removal, device breakage and device dislocation to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: adenomyosis, complication of device removal, device breakage and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated coil in uterus') and device breakage ('it broke leaving fragments') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis") and complication of device removal ("complication of device removal"). The patient was treated with surgery (device removal hysteroscopically in 2012 and abdominal removal of uterus and tubes on (B)(6) 2014). Essure was removed. At the time of the report, the device dislocation, device breakage, adenomyosis and complication of device removal outcome was unknown. The reporter considered adenomyosis, complication of device removal, device breakage and device dislocation to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: adenomyosis, complication of device removal, device breakage and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.